Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3: patient sex: requested, not provided. A4: weight: requested, not provided . A5: ethnicity: requested, not provided. A6: race: requested, not provided . D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: physician/scrub nurse. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the involved angio-seal device was assembled by a scrub nurse who then handed it to the doctor. The doctor inserted the wire from the angio-seal pack into the sheath before removing the sheath. Upon positioning the angio-seal device over the wire, blood flow showed correct placement. However, when trying to deploy the anchor, a bend prevented its securement, making retraction impossible. Consequently, the doctor had to remove the entire device. I promptly examined the angio-seal to ensure that the footplate and collagen were not inadvertently left inside the patient, which could lead to serious complications. Incident description the product was faulty and entered the patient. The patient remained stable and unharmed. Additional information was received on 22 aug 2024: an angiographic femoral puncture was performed with intervention both below and above the knee. When the device failed, manual pressure was applied. The angio-seal 6fr, taken from the cardiology core packs, was familiar to the doctor from his previous public service. A pre-deployment angiogram was conducted, and despite the device's failure, no more blood loss than usual occurred due to the immediate application of manual compression. Subsequently, a 1-liter saline bag was secured to the patient to maintain continuous pressure enroute to the ward.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 6fr angio-seal device was returned for product evaluation. The returned device included the locator, carrier tube, hemostasis sheath, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube was returned to the forward lock position, and multiple kinks were identified near the proximal end of the tubing. The hemostasis sheath was also returned, and multiple kinks were identified toward the middle and distal tip of the tubing. No other damage or issues were identified. The complaint was confirmed for a kinked carrier tube and hemostasis sheath. The exact root cause cannot be determined. The likely cause was determined to have been damage sustained due to off-axis loading during device assembly. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).